Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test and found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion no air bubbles and no occlusion noted. Evaluated five open and used reservoirs. Performed pre-fill reservoir test and found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion no air bubbles and no occlusion noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubble anomaly. The customer woke up and blood glucose was unknown. The customer reported past event that customer noticed air bubbles were in the reservoir while filling reservoir and plunger was very hard to pull it tight. The reservoir will be returned for analysis.